Event description:
It was reported by an unk nurse that following a procedure in 2005, that the pt experienced erosion. No nurse name, physician name, facility name, or pt name received. No follow-up possible.